Event description:
It was that this subcutaneous implantable cardioverter defibrillator system exhibited wandering baselines and oversensing of noise. This system stored multiple untreated episodes associated with the noted oversensing. During these stored episodes the amplitude was noted to have decreased. The system was tested in all vectors with noise easily able to be reproduced. Boston scientific technical services discussed troubleshooting options including system revision steps. This electrode was explanted and replaced. No additional adverse patient effects were reported.